Manufacturer narrative:
The sensor was successfully removed on the second attempt on (B)(6) 2019.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where a physician was unable to explant the eversense sensor on the first attempt.